Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information and patient photo. No incident form or patient photo has been received in lumenis. An examination of the subject device was performed by lumenis service engineer after verifying all system functions including output energy verification, slightly high energy was found (115j). Calibration was done in order to reduce the output energy. After calibration the energy was reduced to 108j. The system was operational and was ready for use. The device was installed on march 07, 2022 and pm was performed on october 30, 2023, following this safety issue. Lumenis highly recommends to perform an annual pm check in timely manner to assure continued proper operation of the device. Device malfunction wasn't the suspected cause of the adverse event. Clinical evaluation wasn't performed, since no incident form or patient photos were sent to lumenis. While the information received to date does not confirm that a serious injury nor malfunction had occurred, because of the lack of information lumenis is reporting the event in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
Lumenis received an adverse event report on patients who sustained scald following treatment by m22 device.